Event description:
It was reported that the user perceived slower charging and could view battery percentage in the mobile app but not on the ilet, while the device showed a green charge light and an on-device charging indicator; service review of logs confirmed the battery was charging as expected, and a recent session showed an increase from 37 percent to 98 percent during a routine charge period. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no alerts or alarms. Investigation included remote log review, user education on charging behavior and battery indicators, and confirmation of appropriate device function. Investigation of this case revealed normal battery performance and accurate charging status indications, with user interface expectations contributing to the perception of delayed charging. It was concluded, based on previously established findings for similar reports, that the cause was user perception and normal device behavior.